Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported difficulties and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling. The additional prostyle device referenced is filed under a separate medwatch report number.

Event description:
It was reported this was an venotomy closure of the right common femoral vein using the pre-close technique via a 9f sheath hole prior to an ablation procedure. Reportedly, the suture of the first prostyle device was not captured, a cuff miss occurred. The device was replaced with a second prostyle device; however, the suture was not captured, a cuff miss occurred again. The suture of a new prostyle device was successfully pre-placed. The sheath remained 9f and the ablation procedure was completed. Hemostasis was achieved with the pre-placed prostyle suture. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.